Event description:
The customer reported to baxter (B)(4), a flo-gard IV administration set in which a leak occurred. According to the report, during an infusion of syntocin infusion, the nurse noticed fluid on the floor near the patient. Upon closer examination of the set, a small hole was noticed in the fluid line. The condition occurred during infusion on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. Visual inspection was performed and the reported condition was confirmed as a cut was observed on the tubing. A batch review could not be performed as the lot number is unknown. An assignable root cause could not be determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.